Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Heard a pop sound...could smell an electrical fire smell...looked at the bottom of the charger and could see black burn mark marks...spark came thru the hole on the bottom of the charger - oral-b [device catching fire.] Case narrative: consumer via phone stated that they heard a pop sound and could smell an electrical fire smell. They looked at the bottom of the oral-b toothbrush charger and could see black burn marks. A spark came thru the hole on the bottom of the charger. No injury was reported.